Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient woke up feeling fine and went to work at the hospital maintenance department. Later in the morning he was not feeling well, had symptoms of fatigue and weakness, ate breakfast and self-administered insulin via his omnipod insulin pump for a 165mg/dl cgm reading. An hour later he felt worse, was tired, short of breath, sweating, and vomited. He went to the emergency room where the cgm reading was 63 mg/dl and the bg finger stick was 532 mg/dl. He was admitted for hyperglycemia, observation, and treated with IV fluids and insulin. The cgm sensor continued to be approximately 100 points different from the bg finger sticks, and the sensor was removed. His bg values stabilized overnight, and he was discharged home in good condition the following morning (B)(6) 2021. At the time of the report, the patient was feeling well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.